Manufacturer narrative:
The investigation for this event is ongoing. Once additional information is recevied, a supplemental will be submitted accordingly.

Event description:
It was reported that a patient implanted with an onkos personalized case experienced an alleged infection. This event will be reportable as a serious injury due to the revision procedure requited.

Event description:
It was reported that a patient implanted with an onkos personalized case experienced an alleged infection. This event will be reportable as a serious injury due to the revision procedure requited. Correction 03/05/2026: additional information was received regarding this event. It was reported that no devices were revised and no issues reported with the devices.

Manufacturer narrative:
An initial MDR report was submitted as insufficient information was available regarding the case. Additional information was received on 04 march 2026 from the field that no devices in case (B)(4) were revised. As a result, a supplemental MDR report 3013450937-2025-00418-001 is being reported to correct the initial report. All devices remain implanted in the patient, and no further reports of continued infection have been communicated from the field. No devices related issues were reported/identified.